Event description:
Caller reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support in resetting the pump, and after the reset, the malfunction code did not recur. Customer was instructed to continue using the pump and to call back if the issue reoccurs, which the caller acknowledged and understood.